Event description:
The hcp reported that the patient was hospitalized in 2005 due to sudden paresis in both lower legs. The patient was receiving prialt via the drug delivery system. In 08/2005, a dye study revealed catheter dislocation. The patient underwent catheter revision about two weeks later. Only the distal catheter segment was replaced. The patient was discharged. Four days afterwards, the patient experienced sudded paresis. The catheter was emptied and samples of the catheter contents and pump were taken, however, the pump was not emptied. Solumedrol 1 gram by mouth was given one time. A scan was taken the next day revealing minor signs of myelitis from d8-d11. The paresis recovered after a few days. Full recuperation was noted the next day. A second scan in 09/2005 revealed no findings of myelitis.